Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not slit along the score lines. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter sheath did not slit all the way and scissors had to be used to complete the slitting of the sheath. The catheter was removed. No patient complications have been reported as a result of this event.